Event description:
Customer reported via sales rep that the surgeon could not tighten the bolt from this implant onto the conical distal stem after implantation. Customer further reported that another implant containing an identical +0 bolt was opened and this appeared to fit perfectly and without problem, hence surgery was completed successfully with about 5 minutes delay. No adverse consequences were reported.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.